Event description:
The pt reported the screen of her insulin infusion device displayed a "77." She stated the power pack was in use "a few minutes" before this occurred. The pt stated she is aware of the recall but that she has had these batteries for approx a year. She said she was not able to read the lot numbers on the power packs. The pt was advised to throw out all recalled power packs. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.